Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2. Ref MFR report: 1627487-2014-26540. It was reported the pt is not receiving effective stimulation from one of her pns (off-label) leads since she suffered a fall. The pt's original pain pattern is lower thoracic and the stimulation is lower than where the pt needs coverage. The leads have not migrated and impedances are within normal range. Surgical intervention is pending to address this issue.